Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell three of four on the home choice (hc). The home patient (hp) was connected at the time of the vent. The caller stated a clamp was left opened on an unused supply line but the line was capped off. The technical service representative (tsr) had the hp close all the clamps and disconnected from the set up. The tsr had the hp cycle power to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.